Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The handshake connection was inspected and a tug test was performed. No damage was noted. The burr was microscopically examined and observed that the annulus was blocked/damaged. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR# 2134265-2015-08656. It was reported that the guide wire was broken. The target lesion was located in the moderately tortuous and severely calcified right posterior atrioventricular branch. A 325cm rotawire and 1.50mm rotalink plus were selected for treatment. During preparation, outside the patient's body, the physician tested the rotalink and set the rotational speed at 200,000rpm. However, a part of the rotawire was noted to be broken. The procedure was completed with a new wire and the same rotalink device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Age at time of event: (B)(6) or older. (B)(4).

Event description:
Same case as MDR# 2134265-2015-08656. It was reported that the guide wire was broken. The target lesion was located in the moderately tortuous and severely calcified right posterior atrioventricular branch. A 325cm rotawire and 1.50mm rotalink¿ plus were selected for treatment. During preparation, outside the patient's body, the physician tested the rotalink and set the rotational speed at 200,000rpm. However, a part of the rotawire was noted to be broken. The procedure was completed with a new wire and the same rotalink device. There were no patient complications reported and the patient's condition was good.